Event description:
It was reported that pump displayed malfunction code and customer contacted support for assistance, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code recurred, with no further action needed at that time.